Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient had been hospitalized at centre hospitalier intercommunal meulan-les-mureaux with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 275 mg/dl while wearing the pod for an unknown duration. It was mentioned that the dexcom g6 sensor used was dated on (B)(6) 2025, indicating user error, which seemed to be the cause of this reported event, given the interruptions since saturday evening. The patient was in hyperglycemia early saturday night but is a heavy sleeper and doesn't hear the alarms. No further information was provided. Dexcom have been notified of the event.